Event description:
Reportable based on device analysis completed on 15-jan-2026. It was reported that difficulty advancing through guide catheter were encountered. The target lesion exhibiting 360-degree significant calcification was located in the proximal right coronary artery. A 4.50 x 32mm synergy xd drug-eluting stent was advanced but failed to cross through the 6f guidezilla guide catheter. During unpacking, the guidezilla guide catheter was found to be damaged. The procedure was completed using an alternate device. No patient complications were reported. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device evaluated by MFR: a stent only was returned for analysis of a 4.50 x 32mm synergy xd drug-eluting stent. A visual, tactile and microscopic examination of the returned stent found the stent to be excessively damaged, stretched and pulled. No other device parts were returned product analysis.